Manufacturer narrative:
Unit was received with reservoir tube lip completely broken off and reservoir did not stay locked in. Unit was received with missing o-ring reservoir tube and end cap sticker. Unit was received with cracked case at display window corners, corroded battery tube, and minor scratches on lcd window.

Event description:
The customer's father reported via phone call that the insulin pump was cracked and breaking off at the top of the reservoir compartment. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to insulin shots until replacement arrives. The customer was advised that the device would be replaced and agreed to return the product for analysis.